Event description:
A report was received that the patient was having an oozing pus at midline incision site. The symptoms are procedure related. The patient was prescribed with antibiotics and was reportedly doing well.